Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen fluted stem extension 13mm x 175mm catalog #: 00598801614 lot #: 64124274, nexgen sharp fluted stem extension 12mm x 120mm catalog #: 00598801512 lot #: 64600788, nexgen rotating hinge knee stemmed tibial plate size 6 catalog #: 00588000600 lot #: 63987943, nexgen rotating hinge knee articular surface f 17mm catalog #: 00588006017 lot #: 64345163. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address femoral hinge fracture approximately three (3) years post-operatively. Attempts have been made; however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. H6 - component code - proposed code is mechanical femur (g04) visual examination of the picture provided identified signs of use, fractured fragments and bio debris on the surface. Medical records provided confirmed the patient was revised for failure of the hinge component and implant fracture. The device history records were reviewed and no discrepancies were identified. Per the lifestyle habits and considerations for the reported device, implants replace damaged cartilage/bone, but do not have the same characteristics as normal, healthy cartilage/bone. Implants can break or be damaged as a result of excessive forces or trauma. The surgeon should inform the patient of the limitations of the implant and the impact to the patient's lifestyle. Premature failure of implants via loosening, fracture, dislocation, subluxation and/or wear are more likely to occur when patients have unrealistic functional expectations and conduct excessive or unusual movement, are overweight, or when a patient fails to follow required rehabilitation. The surgeon should inform the patient of postoperative restrictions, the acceptable level of physical activity that can be performed and how a patient's lifestyle may be impacted. The root cause is attributed to patient noncompliance and failure to follow instructions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address femoral hinge fracture and instability approximately three (3) years post-operatively. Revision operative notes noted that the femoral and tibial components were stable. However, it was immediately apparent that the threaded portion from the bolt that threaded through the poly into the tibial component had broken off from the hinge component. The hinge component and all polyethylene and fractured pieces were able to be removed from the intra-articular space. The joint was copiously irrigated and new hinge components were placed without complication. No intraoperative complications were noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4, b4, b5, b6, b7, g3, g6, h2, h6, h11.